Event description:
It was reported that the customer was receiving no delivery alarms followed by motor error alarms. It was stated that no bolus was delivered at the time. The customer changed the infusion set and manually pushed the insulin through the tubing. During the process the customer experienced high blood glucose, but the customer knew that there was no basal going through. It was stated that the customer was not comfortable with the insulin pump and requested having a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.